Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On advancing down the scope the pusher went inside the stent (pr 381261), instead of pushing the stent down through the scope, which resulted in the stent getting stuck (pr 381260) in the scope. They did manage to remove the stent during the manual cleaning process; however the scope has now got a leak so needs to be sent away to be fixed. They do not have the equipment as it was disposed off, but I have been informed this was the second time this had happened with different consultants dr verma and mr taylor (pr 381547). Note there is no specific complaint information. This file will capture the 2nd time this event happened in relation to pr 381261 and pr 381260.

Manufacturer narrative:
Device evaluation: 1 x ttso-10-5 of unknown lot number was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint has been opened to capture initial incidence-on advancing down the scope the pusher went inside the stent, instead of pushing the stent down through the scope, which resulted in the stent getting stuck in the scope. This file is related to (B)(4) and (B)(4) . Lab evaluation the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Document review manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. Prior to distribution all ttso-10-5 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. It should be noted that the instructions for use (IFU-0045) states the following ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force being applied by the user when advancing the pusher down the scope, causing the pusher to go inside the stent instead of pushing the stent down the scope. Summary: failure identified: pusher went inside the stent instead of pushing the stent down through the scope. Confirmed quantity of 1 device, used. Investigation findings conclude a possible root cause could be attributed to excessive force being applied by the user when advancing the pusher down the scope, causing the pusher to go inside the stent instead of pushing the stent down the scope. The complaint is confirmed based on customer/or rep testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. The patient outcome is unknown complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 26-may-2023.